Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to inspect and clean specific areas of the pump, remove the pump from its case, and ensure the cartridge was properly attached and loaded. Caller successfully loaded the cartridge and resumed insulin use.